Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
It was reported that on (B)(6) 2013, during a close reduction mandible fracture procedure, an imf screw broke. The surgeon was inserting four imf screws into the patient. On the insertion of the fourth and final screw, roughly a few millimeters below the head of the screw, it broke off into the patient. The surgeon removed all the fragments from the patient and replaced with a new imf screw. No further issues were reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The thread profile, thread major diameter and thread minor were checked at the portion of thread without damage and no issues were found. However these features could not be checked at the tip end due to damage. The overall length could not be checked since the screw was broken into 2 pieces and the tip is broken off. No issues were found during dimensional analysis on features that could be inspected and no lot number was provided. The material was checked with a niton gun and conforms to specifications. No radiographs or information relating to the patients bone density were provided for this complaint. Inserting screws into dense cortical bone or coming into contact with a tooth root can result in increased insertion torque and cause screw failure. For this reason, the imf screw set technique guide suggests pre-drilling dense cortical bone and taking care to avoid the tooth roots. (B)(4). The design risk assessment is adequate for the intended use.